Manufacturer narrative:
(B)(4). Reported event was unable to be confirmed due to limited information received from the customer. No product or medical records received. Device history record (DHR) review was unable to be performed as the lot number of the device involved in the event is unknown. Root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends. Unique identifier (UDI) #: n/a. Concomitant medical products: 00801803202, femoral head, lot 60246932; 00632006232, liner, lot 60227858; unknown cup. Multiple MDR reports were filed for this event, please see associated reports: 0002648920-2019-00346.

Event description:
It was reported that approximately 13 years post implantation, the patient was revised due to pseudotumor and elevated metal ion levels. Attempts have been made and no further information has been provided.